Event description:
[Toothbrush] head the lower part became detached - oral-b [device breakage]. Case narrative: male consumer via e-mail reported that the lower part of the oral-b toothbrush head became detached. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Toothbrush] head the lower part became detached / head did come apart whilst I was brushing my teeth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit] . Case narrative: male consumer via e-mail reported that the lower part of the oral-b toothbrush head became detached. No injury was reported. 13-oct-2023 via follow-up male consumer via e-mail reported that the oral-b toothbrush head came apart while he was brushing his teeth. No injury was reported. 18-oct-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
18-oct-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.